Event description:
J-hook laparoscopic cautery/coagulation device placed in pt's abdomen through trocar. It was noted that the "j" part of the instrument was broken, but still intact. The j-hook was removed intact from the pt's abdomen. After removal, the "j" part of the instrument came apart. There was no harm to the pt.